Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no reported adverse impact to the customer's blood glucose level. Despite multiple attempts, tandem technical support was unable to obtain any further information.